Event description:
It was reported by the patient that she was told by an ent that she has left sided vocal cord paralysis. The patient was recently implanted with vns. No additional information has been received to date.